Manufacturer narrative:
Third body damage.

Event description:
It was reported: "pt was intended to be revised for patellar pain, but patella was not revised. The surgeon decided to do a poly exchange and increase poly thickness to improve stability. After removal, it was noticed there was a large amount of scratching on the insert. There were a few small cement remnants found inside the knee, which were removed. A 13mm insert was trialed and implanted without incident."